Manufacturer narrative:
Evaluation summary: no samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. Because a sample was not returned, the root cause for the clogged shunt experienced by the customer cannot be determined. A possible cause for a clogged shunt is that the lumen becomes blocked. However, it is unlikely that a blocked lumen occurred during the manufacturing process. Some potential causes could be misplaced shunt during implantation, tissue residues from surgery, or blood clots from surgery. Additional information was requested from the ophthalmic surgeon by phone on (B)(6) 2011, by mail on (B)(6) 2011 and (B)(6) 2011. Additional information was received from the ophthalmic surgeon on (B)(6) 2011 and (B)(6) 2011. (B)(4). This report was mailed to FDA on: (B)(6) 2011. (B)(4).

Event description:
An opthalmic surgeon initially reported a patient's intraocular pressure (iop) did not decrease one week after implantation of this device in the right eye (od) and the iop remained the same as prior to surgery (17 mmhg). Additional information was received from the surgeon on (B)(6) 2011, stating that the shunt did not spontaneously filter and was clogged. He reported the patient's iop was 18 mmhg postoperatively after treatment with a glaucoma medication and 32 mmhg after treatment with an additional glaucoma medication. The surgeon indicated that the device had not yet been excised and another procedure was planned. Additional information has been requested.